Event description:
Additional information received, identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was achieved post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a non-related surgical procedure. It was unknown if electrosurgical device was used. As a result, the ipg would not connect with external devices post procedure. Troubleshooting was unsuccessful. In turn the ipg was deemed inoperable. Surgical intervention may take place later to address the issue.

Manufacturer narrative:
Device code was unintendedly excluded in the initial report. This report contains missing information.